Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the retainer ring on the insulin pump was damaged. It was reported that the reservoir was able to lock into place. No harm to the customer requiring medical intervention reported. The insulin pump will not be returned for analysis.